Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023, information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated all of a sudden friday night she was camping and the stimulation felt like it was "grabbing her" patient stated it is making it very hard to walk or do stairs patient stated she turned the stimulation down and it helped a "smidge" but it is still doing it. Patient stated she is feeling the "grabbing sensation" in her low back and down her legs patient stated this has never happened before. Patient service specialist asked if patient has had any traumas / falls recently and patient stated no. The issue was not resolved. Pt stated she did call her hcp and they told pt to call patient service specialist is sending an fyi message to the field about patient call. On (B)(6) 2023, additional information was received from the patient reporting that the patient met with a manufacturer representative (rep) and they readjusted their settings to address the issue of it feeling like the stimulation was grabbing them making it very difficult to walk. The patient indicated that they had another episode on (B)(6) of the ¿grabbing¿ in their legs. They turned the settings down again and notified the tech. 11-1 it was still stronger feeling in their legs as opposed to their back. They were not getting the coverage in the back as they were since it had been turned down. This happens in standing and sitting positions only.

Event description:
Patient reported nothing has been resolved regarding their stimulator. Patient stated they tried calling however unable to reach anyone. Patient reported they have had to turn their stimulator down to 1.5 which was not adequate to cover their back pain. Patient is unable to lie on their left side because it amps up on the left side making it very uncomfortable so they have to shut it off at night. Patient stated they occasionally get shocking sensations where the implant is and grabbing in legs when they apply more pressure. They are making do however this was not optimal. Patient to see hcp in january.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.